Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. It was further reported that the disconnected remote monitor may have impacted battery depletion of the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. The device was returned and analyzed. The device met less than 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant products: 6947 implantable tachy lead (B)(6) 2009; 4196 implantable pacing lead (B)(6) 2009. (B)(4).